Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances, and both leads migrating. Surgical intervention was undertaken on (B)(6) 2025 wherein one lead was explanted and replaced while the other was repositioned to address the issue. Therapy was restored post procedure.